Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were not confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
.

Event description:
It was reported that during an unspecified surgical procedure, it was observed the motor device was loud and overheating. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact event date was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.